Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On the same date, the patient began treatment for the peritonitis with fortum and reflin (one gram each, frequencies and routes of administrations not reported). At the time of this report, the patient was doing well and was still in the hospital. It was also reported that the patient's pd effluent was clear and the patient was advised by the doctor to continue taking the antibiotics for 14 days. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal/extraneal therapies were ongoing. No additional information is available.